Event description:
Approx I was working at this school called (B)(6), and later (B)(6), 2012, my husband and I went to the hospital and I had to get x-rays. That did not happened until (B)(6) 2013. Did not find out about the (B)(6) 2013 fracture in disc and one screw pressing onto root end of nerve. I was put on cymbalta due to my suffering of not being with my husband and being separated due to being sick of the plate had to come back and became homeless. I had popped my bone graft infusion in 2000, I was using my ex-boss client cleaning a house by myself through (B)(6). All the doctors at (B)(6) did not fully go over the in's and out's about the plate the risks. Only that I am going to put a plate in your neck that is all. (B)(6) is my name, was (B)(6) when having surgery. Dr (B)(6) in (B)(6) refer me due to I heard good things about (B)(6) when I found out more on the plate in my neck.